Event description:
I started using hubble contacts in 2017. Since I started, I had migraines, dry eyes, and blurred vision. I thought it was just my eyes. Those were the only contacts I ever wore, so I thought it was normal. And I am an actress and dancer so I have to wear contacts often. But I would often have to leave class halfway through to take them out. I even looked up dyslexia cause my vision was so blurry, then continues looking up eye problems that could cause my issues. Finally I realized it was the contacts when my optometrist acquaintance told me hubble's contacts don't account for size. Now I thought these contacts were a one size fits most, and as long as my doctor approved it, it would be fine. I was under the impression that my eye doctor had approved my contacts. Especially because I have astigmatism. Turns out, they didn't. My doctor's office told me yesterday that they never approved anything for hubble, and moreover, my prescription has been expired for two years. I called hubble and they, of course, denied this. They say they did confirm with my doctor, but the doctor's office they gave me is not where I had my prescription filled. And even if they were getting through to my doctor, they wouldn't be able to fill an expired prescription. I asked them for my money back, which they say I spent $ (B)(6), but they refused. So, I have no choice but to pursue legal action. I want my money back, and I want hubble to stop giving out fraudulent contacts. I have paperwork from my eye doctors and receipts for all I spent. I also have people who can confirm my statements. FDA safety report ID# (B)(4).